Manufacturer narrative:
The customer stated they were able to resolve the issue by readmitting the patient twice. A spacelabs field service (fse) gathered logs from the customer site and were reviewed by a product support specialist (pss). The log review was inconclusive and cause of failure could not be identified.

Event description:
The customer reported that while monitoring a telemetry patient the patient disappeared from the central station. There was no patient or user harm associated with this event.